Manufacturer narrative:
UDI #: na. Allergan is unable to confirm with the hlthcare professional, therefore, add'l event, product or pt details are not attainable. The events of "redness, swelling, pain and product moved up into the forehead area" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pt reported that a week after injection in the cheeks with unspecified juverderm pt developed at the injection site and on "entire right side" of face redness, swelling, pain and "product moved up into the forehead area." Pt went to the emergency room and was put on intravenous antibiotics for three weeks and then prednisone. Symptoms are ongoing.